Event description:
It was reported that the patient came to clinic due to discomfort from device vibration. Interrogation noted that the implantable cardioverter defibrillator was in back up mode due to magnet resonance imaging performed on an off-label environment. High voltage therapy was disabled during the back. Programming changes were performed. The patient was in stable condition.